Event description:
The customer observed falsely elevated troponin results for 2 patients while using the architect stat troponin-I assay. The customer provided the following data (ng/ml): patient 1: (B)(6) 2014: initial (B)(6) 0.081, retests (B)(6) 0.004, 0.11. When sid (B)(6) had first been tested an aspiration error was generated but the initial retest generated the results of 0.081. Patient 2: (B)(6) 2014: initial (B)(6) 0.17, retest ((B)(6) 0.01. There was no adverse impact to patient management reported for either patient.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 95509un13 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Information regarding the recommended minimum clot times, for the serum tubes, used was provided to the customer. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 95509un13, was not identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.